Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette after ending their pd treatment. The patient stated that the cassette caused the leak, not the bag of solution. The patient stated that they had taken out the cassette, set it on the floor and noticed that the cassette was cracked in the back and caused the bag to leak out. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention. The patient stated that the crack was on the rubbery membrane of the cassette. The fluid leak was observed from the cracked part of the cassette. The patient stated that there was no fluid leak observed in the cassette compartment. The patient stated that he saw the spilt after completing treatment. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis using the cycler. The patient is continuing with peritoneal dialysis on their cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.